Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified the outer member was separated from the balloon proximal seal, but the balloon remained over the inner member. The inner member was separated distal to the distal balloon marker band and was not returned. The tip was separated and was not returned. Additional follow up with the account confirmed the separations occurred due to handling and packaging after the procedure. The stylet was noted bent distal to the proximal end, which likely occurred as a result of handling/packaging of the device for return to abbott vascular for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was to treat a mildly calcified left vertebral artery that is 90% stenosed. It should be noted that the rx herculink elite peripheral stent system instructions for use (IFU) specifies: the rx herculink elite¿ peripheral stent system is indicated to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. It is unknown if the IFU deviation contributed to the reported event. In addition, it was reported that the stent implant was not on the balloon after the device had been advanced into the anatomy. It should be noted that the rx herculink elite peripheral stent system instructions for use specifies: prior to using the rx herculink elite¿ peripheral stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified left vertebral artery that is 90% stenosed. The physician decided to use a 4.0x15mm herculink elite balloon expandable stent as it matched the size of the lesion. The herculink was advanced and after the balloon was inflated no stent was found under angiography. The stent delivery system was withdrawn and the stent was found in the protective sheath. A new 4.5x12mm herculink was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.